Event description:
It was reported that a physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion in a patient reported to exhibit 90% stenosis using admiral extreme, inflation was attempted several times but it failed to inflate due to recurrent stenosis, when the pressure reached 14atm the balloon ruptured (possible pinhole rupture). It was reported that physician attempt to retrieve the device from patient but the balloon was stuck in the stenosed site, after another attempt at retrieving the device, the balloon detached. The proximal end was removed but the distal side which was further than the stenosed site remained in the patient¿s body. The remaining part was removed by surgical method. The operation was completed. No further clinical sequelae were reported for this event. Device evaluation: after proper cleaning operations, we have visually inspected the device. The device was returned in a really bad condition and divided in two parts. The first one includes the hub, the strain relief the shaft together with the proximal half of the balloon and most part of the guide wire tube. The inflation lumen shows a couple of kinking points along its length. The second part is composed by the distal portion of the guide wire tube, the tip tube and the two radiopaque marker bands. The balloon cut at the radial burst site is extremely defined without stretching or pieces. The distal end of the balloon is full of blood and very dirty. The radial cut of the balloon is located at about 15mm form the proximal cone. The guide wire tube is highly stretched. Both marker bands are outside of their correct positions.

Manufacturer narrative:
Evaluation results: related to operational context (device used in a very challenging lesion). Patient condition affected effectiveness of device (highly calcified, 90% stenosis lesion). Deformation problem. Evaluation conclusion: operational context caused or contributed to the event (device used in a very challenging lesion). Device failure/lack of effectiveness related to patient condition (highly calcified, 90% stenosis lesion). (B)(4).